Manufacturer narrative:
The device was returned to mmdg and evaluated for the free flow complaint. The pump did pass volumetric testing as well as 40psi back pressure test. The 40psi test is the test that checks for free flow. Passing of this test indicates that the free flow experienced by the complainant was due to user error. The pump will be returned to the user facility.

Event description:
The initial reporter stated that the pump free flowed during set up. Mmdg followed up with the initial reporter, where they stated that they tried to put the same set on a different pump and it did not free flow. (B)(4).